Event description:
The event is reported as: "complaint alleges that the balloon was impossible to inflate during testing. Complaint alleges that the cuff filling system was kinked. Alleged defect was occurred prior to pt use." No pt injury reported.

Manufacturer narrative:
No sample is available for the MFR to evaluate. A follow-up report will be sent when investigation is completed.